Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded escape, act and down buttons keypad traces. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons when the customer attempted programming a bolus. The customer's blood glucose was 5.9 mmol/l. The discontinuation of the device was advised. Nothing further was reported.